Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during manual prime. Customer stated she has had issues with the infusion sets not sticking. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer was unable to troubleshoot; cause of occlusion was not determined. Blood glucose value is 179 mg/dl. Nothing further reported.